Manufacturer narrative:
Due to character limitation in e1 for event site telephone, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) screen is shifting and flickering. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(initial reporter). Upon examination, a test was made with another good device and it was determined that the video generator board is defective. The video generator board must be replaced. The device is not suitable for clinical use. Since the institution has not supplied spare parts, the service order has been closed due to timeout. If any new information received in future related to part replacement will reopen the complaint and update it.

Event description:
N/a.